Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they went to the hospital as they was experiencing diabetic ketoacidosis. The doctor stated, "the pump was not connecting with the dexcom". The patient refused to provide further information due to amnesia and passing out. The patient was unable to determine if the problem was with dexcom or the pump (omnipod 5). At an unspecified time of the event the cgm reading was low (less than 2.2 mmol/l) and the bg reading was 10.4 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.